Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed a 'warning - a possible pulse generator fault has occurred' message.